Event description:
It was reported that the 9900 system locked up with a communications error during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.